Manufacturer narrative:
. E1: occupation = css logistics specialist h3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving balloon angioplasty of the tibial artery, a flexor shuttle tibial guiding sheath separated at the hub upon removal of the device from the patient. The patient was heparinized and contralateral access was obtained in the left groin. The anatomy, including the access site and the aortic bifurcation, was calcified. Minimal resistance was encountered upon insertion/advancement of the sheath and during insertion/advancement of other devices through the sheath. Per the reporter, half-way through the case, while attempting to retract the sheath a ¿short distance¿ by pulling the sheath by the hub, significant resistance was encountered, and the sheath broke. The dilator was not reinserted prior to removal. Another manufacturer¿s 5-millimeter balloon catheter was in the sheath lumen at the time of the event. The complaint device was exchanged for a 5-french cook flexor ansel sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the device, the sheath was separated just below the hub.